Event description:
The device was used during a laparoscopic gastric bypass. Reportedly, the staple load did not deploy. Another device was used to finish the procedure. No pt injury was reported. This product was in a kit rec'd from the distributor.